Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed primary audio background test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: a sample was received for evaluation. The tamper seal was removed/broken on bottom case and plunger assembly.the device was received in good condition with no appearance of any physical damaged.the error history log was reviewed and found primary audible alarm background (bgnd). Occlusion and audio functional testing were performed. Primary audible alarm bgnd could not be duplicated during occlusion test. Audio test at level 1 the reading is 11, level 2 is 23, level 3 is 52, level 4 is 103 and level 5 is 158. The root cause of the reported issue could not be determined. No physical or any other damage was found on the speaker.actions were taken to correct the reported issue: speaker was replaced as preventive, preventative maintenance and all functional testing was performed. Service history review identified this device has not been in for service previously.